Event description:
It was reported that this is a case of accidental removal of a foley catheter during placement. A woman with a ureteral stent placed for calculous pyelonephritis and an indwelling bladder catheter and asked to have her diaper checked after a bowel movement, and upon checking, it was discovered that the indwelling bladder catheter had been removed. The balloon was broken, and the sterile water had leaked out. There was no visible fracture at the tip of the catheter. No lower abdominal pain was present. It was reported to the physician, an ultrasound was performed, confirming no findings of blood or remnants in the body. A 16f catheter was reinserted.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The reported failure was able to be reproduced. The product was used for urological care. Visual inspection noted irregular burst without missing pieces. Introduced water into the inflation lumen and did not experience any obstructions to impede flow. However, no conditions could be associated with the reported event. A potential root cause could be user related (example: contact with sharp object)/exposure to petrolatum based products/mechanical failure/thin sac). A review of the device labelling has been conducted for investigation purposes and was found adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Correction: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that this is a case of accidental removal of a foley catheter during placement. A woman with a ureteral stent placed for calculous pyelonephritis and an indwelling bladder catheter and asked to have her diaper checked after a bowel movement, and upon checking, it was discovered that the indwelling bladder catheter had been removed. The balloon was broken, and the sterile water had leaked out. There was no visible fracture at the tip of the catheter. No lower abdominal pain was present. It was reported to the physician, an ultrasound was performed, confirming no findings of blood or remnants in the body. A 16f catheter was reinserted.